Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the wrong product was inside the package. The target lesion was located below the knee. The physician tried to insert a 3.0mm x 150mm x 150cm coyote¿ balloon catheter into a 4fr sheath, but the device was unable to be inserted into the sheath. The sheath was changed to a 5fr sheath and the catheter was delivered to the lesion. Immediately after the physician started to inflate the balloon, he noticed that the balloon size was too large compared to a size claimed on the outer box. The balloon was deflated immediately. After removal from the patient, the physician noted the balloon was actually a sterling balloon catheter, although a coyote balloon catheter box was opened. When he confirmed a sterile pouch, the label on it claims a sterling otw 7.0mm×80mm/135cm. This sterile pouch was definitely inside the outer box of coyote (info on the sterile pouch: lot 21030757). There was no injury to the patient and the procedure was completed with a 3.0mm x 150mm x 150cm coyote balloon catheter.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an opened coyote otw carton from batch 21023150 and a sterling otw balloon catheter with the opened pouch for the sterling otw catheter batch number 21030757. The packaging was examined. The coyote otw carton has a coyote dfu inside. The coyote otw carton with the batch number of 21023150 has a size of 3.0mm x 150mm on the labeling. The sterling otw pouch and the sterling otw device have a batch number of 21030757. The size of the sterling otw device is 7.0mm x 80mm. Microscopic and visual inspection of the balloon catheter revealed that the balloon is loosely folded with blood present on the balloon. The tip is damaged. Because there was no evidence of any product quality deficiencies, it was considered likely that the tip damage was attributable to procedural factors. The investigation conclusion is manufacturing execution error as the manufacturing process was not executed as validated/as designed. (B)(4).

Event description:
It was reported that the wrong product was inside the package. The target lesion was located below the knee. The physician tried to insert a 3.0mm x 150mm x 150cm coyote balloon catheter into a 4fr sheath, but the device was unable to be inserted into the sheath. The sheath was changed to a 5fr sheath and the catheter was delivered to the lesion. Immediately after the physician started to inflate the balloon, he noticed that the balloon size was too large compared to a size claimed on the outer box. The balloon was deflated immediately. After removal from the patient, the physician noted the balloon was actually a sterling balloon catheter, although a coyote balloon catheter box was opened. When he confirmed a sterile pouch, the label on it claims a sterling otw 7.0mm×80mm/135cm. This sterile pouch was definitely inside the outer box of coyote (info on the sterile pouch: lot 21030757). There was no injury to the patient and the procedure was completed with a 3.0mm x 150mm x 150cm coyote balloon catheter.